Event description:
Pt reported being hospitalized for treatment of high blood glucose (516 mg/dl) for 2 days. They indicated that prior to admission, they tested positive for ketones. While hospitalized, pt was treated with an insulin IV and given additional intravenous fluids (type not provided).